Event description:
A fragment of this lead was returned with the ICD. The patient's cardiac monitor showed coarse v-fib and the patient was found unresponsive. The patient's rhythm changed from av pace to a-fib and for about 12 minutes there were intermittent pacer spikes. For twelve minutes the device had intermittent pacer spikes, but no shock was delivered. CPR was initiated; however the patient could not be resuscitated and expired. The patient expired on (B)(6) 2014 and was cremated. The exact date of explant is unknown. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.